Event description:
A (B)(6) admitted for septic shock on (B)(6) 2018 into clinical care. Pt underwent catheter insertion for a pleural effusion. The catheter was inserted and position appropriately into the pt's right pleural space. While removing the guide-wire, some resistance was felt, and the entire wire was removed without difficulty. However, upon inspection the wire was found to be uncoiled and separated into two pieces but not completely severed. One view chest x-ray was completed with no retained wire piece identify.